Event description:
Subsequent to the initial medwatch report, cine analysis revealed that there is a waist in the proximal/mid area of the stent during deployment. Several post dilatations are performed. Additional reported information indicates that the technician was not able to remember exactly the dilatation pressure and number of inflations the stent delivery system balloon was inflated for post dilatation; however, as a standard practice the xience prime balloon is inflated 1-2 times after the stent implantation at about 12-14 atmospheres after which an nc balloon is used for post dilatation.

Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal left anterior descending artery with mild tortuosity, pre-dilatation was performed. A 2.25x28 rx xience prime stent delivery system (sds) was advanced and deployed between 12-14 atmospheres. Reportedly, a proximal edge dissection was noted and a 2.25x18 rx xience prime was implanted to treat the dissection. The patient was reported to be doing fine and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.